Event description:
It was reported that a cartridge alarm occurred during the loading process of an insulin pump, declared as alarm 20. There was no adverse impact to the customer's blood glucose level. Despite being assisted to load a new cartridge, the issue persisted, and the customer was unable to resume insulin therapy. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy until the new pump arrived.